Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, quality control and a visual inspection of the returned used and damaged product was conducted during the investigation. Information was provided that the dilator "twisted and broke in half during insertion." The visual inspection noted that the returned dilator is in 4 pieces; most likely incurring additional damage during removal. The length of the returned pieces exceeded 10cm due to elongation and customer indicated that all the material was retrieved and no additional procedures were required. Quality control confirms the type and outside diameter of the tubing and that the surface of the catheter is smooth, clean, and free of excessive kinks and foreign debris. There is no evidence to suggest that the device was not manufactured to specification. The patient anatomy was not reported, but highly scarred or calcified areas can cause excessive pressure/force on the device increasing the devices chances of stretching and/or separating and may cause surface dents. However, a definitive root cause cannot be determined. Per the conclusion of the quality engineering risk assessment, further risk reduction is not required. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
During antegrade access of common femoral artery on a (B)(6) year old male, the outer dilator of the 4 fr micropuncture cannula twisted and broke in half during insertion. All the materials were retrieved. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During antegrade access of common femoral artery on a (B)(6) year old male, the outer dilator of the 4 fr micropuncture cannula twisted and broke in half during insertion. All the materials were retrieved. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Catalog #mpis-401-10.0-sc-nt-sst. (B)(4). The event is currently under investigation.